Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), g3, g6, h2, h3, h6(investigation type, investigation findings, component codes & investigation conclusions). At this time, the customer has not requested for getinge to evaluate the unit for the reported malfunction. The customer performed the repairs. The customer stated that the unit failed the two hour battery test. The customer's biomed replaced the batteries. The battery test was then ran again and passed. There were no further issues. All functional and safety checks were performed to meet factory specifications. The iabp was returned to use.

Event description:
It was reported that while in CT scan, the cs300 intra-aortic balloon pump (iabp) unit's battery went from about 80% to 20% in the span of about a min. Iabp plugged in while moving patient back to bed. When leaving room, iabp was unplugged and showed 100% on screen. Within 3 mins of transporting patient back to cv (cardiovascular), the battery was showing 0% and alarming low battery. The iabp console did not shut off. Once back in room, iabp plugged in to red outlet and then console switched. There was no patient harm.

Manufacturer narrative:
Corrected data: b5, d4 (UDI#), h6(clinical and impact code).

Event description:
It was reported that while in CT scan, the cs300 intra-aortic balloon pump (iabp) unit's battery went from about 80% to 20% in the span of about a min. Iabp plugged in while moving patient back to bed. When leaving room, iabp was unplugged and showed 100% on screen. Within 3 mins of transporting patient back to cv (cardiovascular), the battery was showing 0% and alarming low battery. The iabp console did not shut off. Once back in room, iabp plugged in to red outlet and then console switched.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.